Event description:
Implanted silicon breast implants. Have the original paperwork and nothing to identify the type of implants other than a reference to dow-corning. Copy of surgery report only refers to meme polyurethane implants, total volume 310 gms. Now have severe debilitating symptoms simply diagnosed as a lupus-like syndrome. All bloodwork infers a foreign substance in body reponsible for the problem as indicated by a high "antihistone" antibody. Nothing but the silicone can account for the "foreign substance" -such as oral medicines source-. This fits as well as with the symptoms primarily centered in the breasts and surrounding area. Explantation surgery scheduled in nov. Pt would like to know who manufactured them so pt can research the manufacturer. The plastic surgeon has no other info for pt.